Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial hip arthroplasty. Subsequently, patient underwent a revision procedure due to disassociation of liner and shell. It appears that due to the patient's fractured pelvis, the screws backed out, causing the disassociation. Attempts have been made and no further information has been provided.